Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available. Associated medwatch:1221934-2018-54624.

Event description:
It was reported by an affiliate, that during meniscal repair, the white plastic sleeve/ depth stop on the truespan device buckles when is inserted into the patients knee through the fat pad. The one device the suture was cut short after the 2nd back stop was deployed and surgeon was pulling the device out the knee. The doctor was able to tension with graspers so did not affect integrity of the repair. Two minutes delay to procedure. No adverse event to patient.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Non conformance review was performed, no non-conformances were identified for this part/lot number combination. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field UDI: (B)(4). Associated medwatch:1221934-2018-54624.